Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had patient name, but the unit was blank, data and time was unknown and admit status was also unknown after login. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from the pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had patient name, but the unit was blank, data and time was unknown and admit status was also unknown after login. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from the pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that there was any interface issue. A technical support specialist (tss) found that the issue was caused by a provider prefix that was too long and needed to be changed by the customer. The tss shared this information with the customer and confirmed it was not a pyxis malfunction. The root cause was on the pis side. The system functioned as intended after the technical support specialist troubleshot the device.